Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the device was not communicating. The field service engineer (fse) found that the device was looping through updates and never booting into the application. It repeatedly displayed a message indicating that it was reverting its updates and then failed to proceed further. The fse reimaged the station and completed all required reimage steps to bring it back online. Remote smart service, the component manager, and eset were installed. The fse verified that the station was back online and that rss was functioning. After performing a resynchronization, the customer was able to log in successfully. All functions were restored, and the station was fully operational again. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not communicating and remote smart service (rss) was offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.